Manufacturer narrative:
Device passed functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin pump error alarm, missing segments or partial display or blank display noted during testing. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was totally blank and it keeps on beeping, buttons are not responding anymore and alarmed trace pointers are invalid error. The customer¿s blood glucose level was 180 mg/dl. Customer reported they were unable to clear the alarm. Customer stated she put a new battery yesterday, and her reservoir became empty too fast. Customer reports the time clock does not advance. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer reported the screen was not completely blank. Insulin pump buttons did not begin to work in less than 5 minutes without battery change. Customer is unable to try pump with remote. The insulin pump will be returned for analysis.